Event description:
The pt is reportedly experiencing sound quality issues and a performance decrease with her internal device. External equipment has been exchanged and programming adjustments were attempted however, this did not resolve the issue. Testing of the device showed that the device is functional. Revision surgery has been scheduled.